Manufacturer narrative:
Patient ID reported as: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the drill bit was received broken. No further abnormalities were detected. The dimensions of the broken drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The hardness of material was checked at the coupling and at the fractured site and found to meet the specifications. The values were in compliance with ao/asif specifications and with the international standard for stainless steel (440a) per iso 7153. The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. The measurable dimensions as well as the hardness of the material were found to meet the specifications. Taking into account all relevant findings, we assume that the drill bit broke while use due to a mechanical overloading situation. Ln addition, the drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. Neither a product nor a material related fault was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 4.0 drill bit tip broke while surgeon was drilling the locking bolt hole for proximal femoral nail anti-rotation. The patient was not harmed; however, one millimeter of the drill bit tip was left in the patient¿s femur bone. It was noted that the drill bit used in the procedure was newly replaced. It was also noted that the patient had hard bone and that the drill bit may have hit against the nail while drilling. The surgeon noted and informed no further actions are needed. This is report 1 of 1 for (B)(4).